Manufacturer narrative:
An investigation was performed for architect stat troponin-I reagent lot 30327un21. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Review of field data was performed; no unusual reagent lot performance was identified for the lot 30327un21. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect stat troponin-I reagent lot 30327un21 was identified.

Manufacturer narrative:
No patient identifier or demographic information is available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer questioned architect stat troponin-I results for one patient. The customer uses the normal range normal range < 0.033 ng/ml. The following was provided: initial result 0.061 ng/ml, repeated 0.183, 0.301, and 0.477 ng/ml, repeated on another analyzer 0.002 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
Initial submission indicated a code was a090804; this has been corrected to a090809. Additionally section g has been updated to reflect personnel changes that occurred subsequent to the previous submissions.